Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was recently hospitalized due to a low blood glucose level. The customer reported that she was unconscious and paramedics were called. Blood glucose level at the time of the incident was 22 mg/dl. The customer stated that she was wearing the insulin pump at the time of the incident. Customer was transported to the hospital where she was in a coma for one and a half days. The customer also stated that the insulin pump currently had a motor error alarm for about one and a half weeks leading up to the call. The customer stated that the insulin pump had a compromised force sensor system alarm. Blood glucose level near the time of the call was 116 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.